Event description:
This abbott freestyle libre 14 continuous glucose monitor intermittently fails to make the regular 15 minute glucose level readings and record them. These lapses sometimes seem to follow a user manual scan of the sensor. Inspection of the exported measurement data reveals gaps where measurements are not recorded.